Manufacturer narrative:
Intuitive surgical inc., (isi) received the following additional information from the initial reporter : the breakage on 8mm medium-large clip applier instrument did not involve fragment(s) to fall inside of the patient's anatomy. The damage was identified prior to start of the procedure when the instrument was being examined outside of the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that 8mm medium-large clip applier instrument was observed to be damaged on distal end. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and the main tube was found to be broken at approximately 40.29 mm from the distal tip. The instrument had missing pieces, but their size could not be confirmed. Additional observation: the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.